Event description:
The user facility reported that during a patient procedure the touch panel to their hexavue custom room rack was not responding. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and could not duplicate the reported event. A cause of the reported event could not be determined. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.